Event description:
It was reported that the insulin pump had failed battery test and blank screen. Customer's blood glucose was 270 mg/dl. Troubleshooting was done. Customer stated when she placed the battery cap securely it gives a blank screen display. Customer stated she changed the battery and got failed battery alarm. Customer stated when she placed the battery cap loosely it works. Advised customer to monitor the insulin pump and someone will be in contact with her.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.